Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware post aquablation therapy in which, after two passes, the verumontanum was inadvertently ablated. Due to the positioning of the aquabeam handpiece, there was concern regarding the patient's continence. Although no medical intervention was required, the patient was discharged and prescribed therapy to manage potential incontinence. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number: (B)(6) was conducted, which confirmed that there were no non-conformance's, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: incontinence or overactive bladder. Urethral damage causing false passage or stricture. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that the patient's verumontanum was inadvertently ablated after two treatment passes and incontinence was a potential concern due to the location of the handpiece. The aquabeam robotic system's IFU lists urethral damage and incontinence or overactive bladder as a potential risk of aquablation therapy. Based on the information received plus, a review of the treatment log files, DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.